Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers: 504898, r234, sc722, r239, 619040, dp120, 504010e, id415.

Event description:
A review of the events indicated that sixteen (16) patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that patient sample tests using the echo v2 automated blood bank system produced three false negative results for the anti-e antibody; two false negatives for the anti-k antibody; one false negative for the anti-fya antibody; one false negative for the anti-fyb antibody; one false negative for the anti-jka antibody; one false negative for the anti-c antibody and one false negative for the anti-e antibody. Six instrument malfunctions produced inaccurate abo phenotyping and rh results based on historical information for the patients using the abo forward typing assay. Five inaccurate results were for anti-d and one inaccurate result was for abo phenotyping. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.